Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin would not exit with manual prime. Customer's blood glucose was unknown. Reservoir plunger rod felt stiff. Customer was able to resolve the issue with a reservoir change. Customer agreed to return the reservoir for analysis.